Manufacturer narrative:
The employee stated he had minor discomfort after the incident that subsided without treatment. The employee did not miss anytime from work and is currently in good health. A steris service technician arrived on site to inspect the device and found the hooks on the transfer cart required adjustment. The technician adjusted the hooks and tested the device. The transfer cart was found to be operating properly and placed back into service.

Event description:
The user facility reported that while an employee was unloading the sterilizer racks out of a century sterilizer, the transfer carriage became unlatched. The employee attempted to reposition the loading car in an attempt to prevent it from falling and experienced a minor back injury. No medical treatment was sough or administered. No procedural delays or cancellations occurred.